Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for these events. Bd was able to duplicate or confirm the indicated issue hence as the root cause is undetermined and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) loose 0.5ml bd insulin syringe from an unknown lot#. The syringe was examined and it was observed that the plunger cap was damaged or crushed and the thumb press was broken. No other defects were observed on this sample. Manufacturing ((B)(4)) will be notified of the observed issues. Photos - on 12oct2021, (B)(4) received a photo complaint, but batch was unknown. Initial evaluation: examination of the photo indicates the plunger tip has been damaged (half plunger tip) and the cap has and outward indention protruding. The protrusion aligns to where the plunger tip would reside. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced could not be completed. Process summary: the automatic syringe assembly machine which feeds syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial and various inspections and transfer dials. Device history record; l2l and logbook evaluation: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause: root cause for this defect cannot be determined. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 2 unspecified bd¿ syringes had product damage issues. The following information was provided by the initial reporter:   it was reported during investigation of the samples received that the insulin syringe showed a damaged plunger cap and broken thumb press.